Manufacturer narrative:
(B)(4). Date sent: 11/6/2023 b3: event year only reported: 2023 d4 batch #: v9649g investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the decide was received partially disassembled. In addition, the nose cone was cracked. No functional testing could be done due to the condition of the returned device. It is possible that the cracked nose cone caused the reported assembly/disassembly issues. The end cap was disassembled to inspect the remaining components. The moisture indicator was positive and the acoustic isolator was torn. ¿positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process due to the damaged nose cone. Analysis was unable to determine the exact root cause that lead to the crack in the handpiece nosecone. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. It is probable that the ingress of moisture affected handpiece functionality. A manufacturing record evaluation was performed for the finished device batch number v9649g, and no non-conformances were identified.

Event description:
It was reported that during a proctocolectomy pre op, when nurse was preparing equipment, the transducer was blocked in harh36 and was broken for a two parts. There were no patient consequences.